Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient used the same supplies for two days. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with (B)(4), the patient explained that he uses the same setup for two days. (B)(4) advised the patient to change the setup every day. The patient stated he was taught at the clinic to setup for two days, and change the supplies out every other day. (B)(4) advised it was recommended to start over with new supplies every day. Product surveillance contacted the patient's dialysis clinic. An unknown contact confirmed that was the way the patient was trained and that there was no contamination issues when using the setup with the same supplies. No injury or medical intervention was reported.